Event description:
The reported indicated that during a (pci) percutaneous coronary intervention, a hole was noted in the balloon at deployment of the cypher select + 2.75x18mm stent delivery system. There was no adverse event reported with the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This product is similar to us cypher.